Event description:
Caller reported a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the problem and arranged to send a replacement pump to the customer. The caller was instructed on returning the defective pump to avoid additional charges and was advised on setting up the replacement pump, including programming settings and connecting their continuous glucose monitor. The pump was confirmed to be under warranty and the caller opted against requiring a delivery signature.